Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device head was separated and the trigger jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a sawbones residents training , it was observed that the battery oscillator device saw was broken due to user error - surgeon thought the nub on the device switched out like an attachment. According to the report, the surgeon was trying to switch out the connector and applied way too much torque. It was further reported that the surgeon was able to remove the saw blade device as it did not fracture. During in-house engineering evaluation, it was observed that the oscillating head was separated and the trigger was jammed. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.